Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that when the 511sd was used the surgeon stated there was no insufflation occurring. The scrub nurse tested patency with saline and a syringe. The insufflation port appeared to be patent. A 355 ld was also used and the firing trigger would pop up when contact was made with tissue. The trigger would not stay down when depressed. A new port was opened and the case was completed without incident. There was no consequence to the pt. (Both devices came from kit fdc16).